Event description:
It was reported subsequent to undergoing a permanent implant procedure on (B)(6) 2013, the pt experienced trouble moving and feeling in his left leg. The pt later regained slight movement and feeling, but was admitted to the hospital for observation. The pt's condition did not continue to improve and the scs system was explanted in order to perform a MRI. The pt was transferred to a rehabilitation facility and his symptoms began to improve. The pt has been discharged from the rehabilitation facility and his condition continues to improve.

Manufacturer narrative:
Results: the complaint was not confirmed. The customer complaint cannot be analyzed through product analysis alone. Inspection of the returned lead revealed no visual anomalies. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.